Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device was subsequently explanted due to premature battery depletion. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device was subsequently explanted due to premature battery depletion. No additional adverse events were reported. This device was returned approximately 16 months after explantation, and will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to field b2: outcomes attrib to adv event as well as updates to h6: patient codes and h6: impact codes.